Event description:
It was reported that customer saw "bubbles on pump screen filled with air". There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.